Event description:
During follow-up, increased capture threshold and pacing impedance were observed on the right ventricular (rv) lead in a non-pacemaker dependent patient. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.